Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that a patient presented in-clinic for with discomfort at the device pocket. Examination of the pocket via a culture revealed an infection. The patient's pacemaker was explanted on (B)(6) 2022. The patient was stable throughout and no additional patient consequences were reported.